Event description:
Event verbatim [preferred term] issues with removing the sticking tape and black powder came out. [Device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient wanted to be compensated after she failed to prepare the product correctly. On an unspecified date, there were issues with removing the sticking tape and black powder came out. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information included including: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Additional information has been requested and will be provided as it becomes available. Follow-up (06jun2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "there were issues with removing the sticking tape and black powder came out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Amendment: this followup is being submitted to amend previously reported information: upgrading notation added. Follow-up (13nov2019): new information received from gsk via us dsu included: malfunction assessment and severity ranking., comment: the event "there were issues with removing the sticking tape and black powder came out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] issues with removing the sticking tape and black powder came out. [Device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unspecified frequency, for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient wanted to be compensated after she failed to prepare the product correctly. On an unspecified date, there were issues with removing the sticking tape and black powder came out. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information included including: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn per hazard analysis thermacare heat wrap product: 8 and 12 hour. Product quality complaint group also provided the following: the conclusion of complaint intake triage and investigation (citi)/complaint record included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (06jun2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Amendment: this followup is being submitted to amend previously reported information: upgrading notation added. Follow-up (13nov2019): new information received from gsk via us dsu included: malfunction assessment and severity ranking. Follow-up (21nov2019): new information received from product quality complaint group included: investigation conclusion. No follow-up attempts needed. No further information expected., comment: the event "there were issues with removing the sticking tape and black powder came out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn per hazard analysis thermacare heat wrap product: 8 and 12 hour. Product quality complaint group also provided the following: the conclusion of complaint intake triage and investigation (citi)/complaint record included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] issues with removing the sticking tape and black powder came out. [Device leakage] , . Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient wants to be compensated after she failed to prepare the product correctly. On an unspecified date, there were issues with removing the sticking tape and black powder came out. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (06jun2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "there were issues with removing the sticking tape and black powder came out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Amendment: this followup is being submitted to amend previously reported information: upgrading notation added., comment: the event "there were issues with removing the sticking tape and black powder came out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.